Event description:
In early 2009, the lay-user/patient contacted lifescan (lfs) canada alleging that the onetouch ultra test strips has a "sample not drawn in" issue. This complaint is classified according to the documentation of the customer care advocate. The patient usually tests his blood glucose 8 to 10 times per day. The patient controls his diabetes with rapid insulin, 30/70 mixed insulin, and metformin. The patient takes rapid insulin based on a sliding scale per the lfs meter readings. The "sample not drawn in" issue began approximately 1 to 2 weeks prior to contacting lfs. The patient reportedly was unable to test his blood glucose due to the reported issue. Approx two days prior to original date, the patient allegedly developed symptoms described as "headache," which he associated with having hyperglycemia. The patient did not have any other symptoms at the time of concern. When the patient took his blood glucose on his friend's accu-chek aviva, he obtained a blood glucose reading of "18 mmol/l." Per the blood glucose reading, the patient took 24 or 25 units of rapid insulin in the morning, as opposed to his usual does of 10 or 12 units of rapid insulin. During troubleshooting, the reported issue was not resolved. This complaint being reported because the patient claimed he was hyperglycemic and received medical intervention after he was not able to test his blood glucose for 1 or 2 weeks due the "sample not drawn in" issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.